Event description:
Patient was revised to address loosening of the tibial tray at the bone/cement interface. Depuy cement was used in the primary surgery. It was also reported that the femoral component was broken at the junction of the anterior chamfer on the medical side of the femur, just before the trochlear groove starts. Also during this surgery, a trial stem was left implanted in the patient. A 12x75 fluted stem trial came off the femoral trial and was not noticed by the surgeon, staff, or representative. When the final implant was cemented in place, the trial was pushed further up the femoral canal and then left in place. It was noticed during the postoperative xrays that the stem trial was left in the patient. After considering all options, the surgeon decided to leave it in place.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. X-rays were not available for examination. The product lot code requiring in retrieving the device history records for reviewing was not supplied. The investigation could not confirm the reported event or draw any conclusions about the root cause based on the provided information. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.